Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported a low readings issue with the adc device. The customer reported receiving unspecified low readings obtained on the adc sensor scan and contacted their primary care doctor who suggested the customer should go to the hospital. While at the hospital, healthcare professional (hcp) meter readings of 214 mg/dl and 238 mg/dl were obtained in comparison to a reading of 93 mg/dl obtained on the adc sensor scan. The customer had previously contacted adc customer service regarding this issue and there was no report of third-party intervention required due to this issue; refer to MFR report # 2954323-2024-26724. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA. The product had previously been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported a low readings issue with the adc device. The customer reported receiving unspecified low readings obtained on the adc sensor scan and contacted their primary care doctor who suggested the customer should go to the hospital. While at the hospital, healthcare professional (hcp) meter readings of 214 mg/dl and 238 mg/dl were obtained in comparison to a reading of 93 mg/dl obtained on the adc sensor scan. The customer had previously contacted adc customer service regarding this issue and there was no report of third-party intervention required due to this issue; refer to MFR report # 2954323-2024-26724. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch, and no issue was observed. The sensor data was extracted successfully. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was further investigated and de-cased. Performed a visual inspection of the pcba (printed circuit board assembly), and no issues were observed. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics; therefore, this issue is not confirmed. Section h10 was updated to include mw number. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported a low readings issue with the adc device. The customer reported receiving unspecified low readings obtained on the adc sensor scan and contacted their primary care doctor who suggested the customer should go to the hospital. While at the hospital, healthcare professional (hcp) meter readings of 214 mg/dl and 238 mg/dl were obtained in comparison to a reading of 93 mg/dl obtained on the adc sensor scan. The customer had previously contacted adc customer service regarding this issue and there was no report of third-party intervention required due to this issue; refer to MFR report # 2954323-2024-26724. Based on the information provided, there was no report of serious injury associated with this event.